Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that insulin would not come out of the pen ndl 32g 4mm hp 100 box fr during use. The following information was provided by the initial reporter, translated from french to english: "one of customers has made a return from a box of the ref bd micro fine ultra pro 4mm because the insulin contained in these syringes does not come out // the customer is forced to inject himself 2 or 3 times before one of these syringes work."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin would not come out of the pen ndl 32g 4mm hp 100 box fr during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "one of customers has made a return from a box of the ref bd micro fine ultra pro 4mm because the insulin contained in these syringes does not come out // the customer is forced to inject himself 2 or 3 times before one of these syringes work."